Manufacturer narrative:
(B)(4) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the facility on june 27, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The patient medical records have been reviewed by post market surveillance clinical staff. On (B)(6) 2016, the patient experienced a seizure-like event at the user facility which led to the patient being transferred to the emergency room (ER), and then admitted to the hospital. Medical records reveal that an optiflux 160nre dialyzer assembly was used during that treatment. On (B)(6) 2016, the patient experienced another seizure-like event during an hd treatment being performed within the hospital. The user facility confirmed the use of optiflux dialyzers at the hospital. However, no treatment sheets or hemodialysis (hd) orders were provided for the (B)(6) 2016 event. Therefore, the optiflux dialyzer in use at the time of the event is not known. On (B)(6) 2016, the patient experienced another seizure-like event with no loss of pulse at the dialysis clinic and was sent to the emergency room. Medical records reveal the optiflux 160nre dialyzer was used. The patient had hemodialysis in the hospital on (B)(6) 2016, but there is no mention of the hd products used during this treatment. Medical records state the patient was discharged on (B)(6) 2016 with a pseudoseizure, possibly precipitated by witnessing a patient code in outpatient dialysis a few months prior to the event. Physician notes state there was a concern that the patient might be having a reaction to the dialysis components. However, nephrology and neurology differed in there corresponding opinions on whether the events were related to pseudoseizure versus an allergic reaction. It should be noted the patient was never prescribed any anti-seizure medications. The patient was diagnosed with ¿seizure-like activity¿ on (B)(6) 2016 and a ¿non-epileptic episode¿ on (B)(6) 2016. There is no cardiac-related diagnosis for these events. There is no documentation that lists optiflux dialyzer as an allergy in the medical records. There is no documentation in the medical record that specifically reveals the cause of the seizure-like episodes. At this point, there is no conclusive cause for the seizure-like events as evidenced by the nephrologist and neurologist differing on whether the events were related to pseudoseizure versus an allergic reaction. Medical records reveal the patient had hd treatment on (B)(6) 2016 without any documented adverse event or seizure. Medical records reveal the patient had hd treatment on (B)(6) 2016 without any documented adverse event or seizure. Although there are no treatment records for the (B)(6) 2016 hd treatments, the patient was prescribed the optiflux 160nre dialyzer assembly, and there is no documentation to indicate that an optiflux dialyzer was not used on those dates. Due to the lack of the aforementioned medical records, no conclusion can be made that the patient has an allergy to the optiflux dialyzer since the patient had several exposures without any adverse event. Due to the lack of the aforementioned medical records, no conclusion can be made that the optiflux dialyzer was causally related to the ¿seizure-like events.¿ the patient has a medical history of 3 cerebrovascular accidents which may have contributed to the seizure-like events.

Event description:
Upon review of the medical records received june 27, 2016, a patient adverse event was identified within the provided documents which noted a seizure-like event that occurred approximately one hour and ten minutes after initiation of a hemodialysis (hd) treatment being performed while the patient was hospitalized. The patient was observed having back spasms with arching back and clonus in her neck that lasted for 2-3 minutes. The patient recovered, but was confused and did not know what had happened. There was no incontinence, no movement of her extremities, no biting of her tongue, and no change in her vital signs. Neurology was consulted, but the electroencephalogram (eeg) was negative. The patient underwent a follow-up hd treatment on (B)(6) 2016 at the hospital which was successfully completed without issue. The patient was discharged from the hospital on (B)(6) 2016 with a diagnosis of "seizure-like activity."

Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation, and the lot number of the suspect device was not provided. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A lot history review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify the lot numbers for all dialyzers shipped to this account within the selected time frame. An additional search was performed to identify the most recent fresenius dialyzer lot numbers delivered to the customer. Two (2) lots were identified, which were initiated for delivery approximately one (1) year prior to the event. A manufacturing review was performed of the products identified during the aforementioned search. An investigation of the device manufacturing records was conducted by the manufacturer for the two (2) lots identified. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Furthermore, the identified lots passed pyrogen testing and the sterilization dosages were within set parameters. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.